Event description:
On (B)(6) 2013 the practice reported they performed an off label treatment of the inner upper arm using the orange and green transducers. The patient reported to the practice 11 days post treatment numbness and tingling sensation. The practice reported three neurologies evaluated the patient, and found that there was a direct nerve burnt of the sensory on both arms. No signs of repair after 3 months.